Event description:
Additional information received from the patient reported that 4 days after implant, ¿everything is going good right now.¿ it was not really helping the patient¿s urine but it helped more with his bowels than his urine. The patient was to see the doctor on (B)(6). The patient would wait to see whether things improved. It was noted that it had helped a lot of discomfort around the patient¿s waist and it seemed like that was gone. The patient had pain that was going away. It was noted that the patient was feeling stimulation between the scrotum area and the rectum area.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lcye, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the implant was not working and that it just gave him diarrhea. The patient did not follow up with his health care provider (hcp) as the patient had "fired" him. The indications-for-use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the device never worked from the start and the device was turned off.